Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that post implant a realize band, the patient was experiencing inadequate weight loss. In addition, the patient was experiencing abdominal pain, and had elevated lft's. The band was deflated with some relief. A CT was performed with no evidence of erosion, endoscopy deferred. Two weeks later, the patient returned with pain, no fever, no elevated wbc. CT showed air around the band. Endoscopy showed the posterior aspect of the band was in the pouch lumen. The band was removed. The band had been adjusted seven times with a max of 9.5 ml with minimal restriction no significant weight loss despite all the adjustments.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device did not close the clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.